Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and a definitive root cause of the issues could not be determined, however, a leak in the forceps channel, switch 1, may have prevented proper reprocessing and removal of the foreign material. The event can be detected by following the instructions for use which state: ¿-inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) checked the device and did not see any foreign material on the scope. The reprocessing was conducted per the standard method, and the scope was not used after the channel was found to be clogged. The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. During the device evaluation, the following findings were observed: the nozzle was found to be clogged with foreign material: some white particles, due to a pinhole on the channel tube water tightness was lost, due to damage on switch 1 water tightness was lost, and the image guide tube had slight creases. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a clogged air/water tube. The issue was observed during reprocessing. No procedure involved and no patient harm was associated with this event.